Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test and self test. No unexpected low reservoir anomaly noted. No unexpected failed battery alarm anomalies noted. Device received with cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker and corroded battery tube. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a missing black o ring from reservoir compartment. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.